Event description:
Nurse practitioner contacted dexcom territory business manager on (B)(6) 2015 to report patient experienced itchiness, bumps and a burning sensation in and around the site of the sensor adhesive on (B)(6) 2015. Patient was taken in for a routine doctor's visit on (B)(6) 2015 and was prescribed flonase spray, to be applied directly to the skin, for the irritation. It was further reported that the patient has a history of ezcema and allergies. At the time of contact, the nurse practitioner did not report any further medical intervention.

Manufacturer narrative:
(B)(4).